Event description:
It was reported that this right atrial (ra) lead was explanted when the associated right ventricular (rv) lead became dislodged. A new device was implanted. No additional adverse patient effects were reported.